Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): 'system message displayed." (Device displays error message); "no laser power." (Loss of power). A customer reported there was no laser power after a system message appeared. The case was cancelled and completed at a different hospital. There was no pt injury reported. Add'l info was received. The surgeon reported the event occurred prior to starting surgery.